Manufacturer narrative:
Section e3: occupation: patient/consumer. The customer's meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown, compared to another unknown competitor coagulation meter. One meter result was 5.6 inr and the other meter result was 3.4 inr. Clarification on which meter produced which result and the amount of time between the results was requested but not provided. The patient¿s therapeutic range was not provided.